Manufacturer narrative:
No button error alarm or display anomaly was noted. The insulin pump had intermittent up arrow button response due to corroded keypad traces. The device was also received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that when customer attempted a bolus delivery, buttons began to scroll without input. Customer changed batteries and numbers began to scroll once more and then customer received a button error alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)